Event description:
During preparation for a coronary artery bypass graft surgery, four heartstring seals cracked while loading into the delivery tube. The hosp did not provide any additional info. No pt complications were reported by the hosp.